Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the balloon ruptured during initial inflation at a nominal pressure.

Manufacturer narrative:
Updated: b5: describe event or problem.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was contrast present in the inflation lumen and balloon. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 19mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the balloon ruptured during initial inflation at a nominal pressure.